Event description:
It was reported that a patient experienced a pericardial effusion and cardiac tamponade. During the procedure of pulsed field ablation (pfa) a farawave ablation catheter was selected for use. Once the procedure was completed successfully, the physician performed exercise tolerance test (ett) to confirm the absence of pericardial effusion. At that moment, pericardial effusion and cardiac tamponade were noted, approximately 1 minute after the procedure. No resistance felt while maneuvering any catheters. Transthoracic echography performed followed by pericardial drainage. Ablation took around 45 minutes. No heart surgery was required to determine area of the effusion. Patient current status is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.